Event description:
It was reported that the device was approaching elective replacement indicator (eri) and exhibited "strange behavior"; therefore, the physician decided to replace the device. It was further reported that episodes of high pacing lead impedance, noise and nonsustained ventricular tachycardia were observed in the right ventricular (rv) lead. The pace/sense portion of the lead was replaced and the high voltage coils remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, and oversensing due to non-physiologic signals/sic (sensing integrity counter) were detected. The analyst noted the max right ventricular pacing impedance rose from 632 ohms the week ending (B)(6) 2014 to 872 ohms the week ending (B)(6) 2014. There were 3 non-sustained tachycardia events recorded between (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).